Event description:
Complainant alleged that the medics responded to a call for a patient (age and gender unknown) who was in cardiac arrest. The medics connected the patient to ECG electrodes, and monitored the patient's heart rhythm from lead 2. The medics determined that the patient was presenting a ventricular tachycardia heart rhythm. Approximately one minute later, the screen did not show the patient's heart rhythm, but displayed a "lead off" message. The medics checked all connections and determined that all connections were secure. The medics then turned the device off/on, and the device displayed the patient's heart rhythm. The medics determined that the patient was in need of synchronized cardioversion. The medics then connected the patient to multi-function electrodes, and confirmed that all connections were secure. The device then displayed an "ECG lead off" message, and would not charge. The medics again checked all connections, but the device continued to display the same message, and would not charge. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.